Event description:
It was reported the device had "never worked" since(B)(6). It was stated "the lead was going to have to be changed". It was noted the patient had unrelated health problems and did not "have time to deal with" the device now. It was further stated that "when it works, it works and when it does not, it really does not". Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# j0511693v, implanted: (B)(6) 2005, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4),

Event description:
Additional information from the healthcare provider stated the cause of the event was unknown. Impedance measurements over 4,000 ohms were reported for all electrode pairs when the patient was programmed at 1 and 1.5 volts. It was also reported the patient had an increase in frequency, urgency, and urge incontinence. The healthcare provider noted the plan for the patient was to have a urodynamics evaluation and botox prior to considering a device revision surgery due to the patient's health, weight loss, and frailty. It was also reported a lead revision had been planned in (B)(6) 2011, but was not performed due to patient circumstances. The patient's device had been turned off due to reports of shocking and an uncomfortable feeling. It was reported the patient did not require hospitalization and an their status was reported as non-serious injury or illness.